Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-726a-(B)(4): the glass cap exhibits moderate devitrification at output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector cone, segments and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Fiber card analysis: use date: (B)(6) 2017, joules used: 24,930 joules, the fiber card is expired - soft joule limit reached. Probable root cause: based on the device analysis, the product complaint "fiber connection error" could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during bph procedure, the first fiber would not connect to laser. The fiber was exchanged, and at 24,948 joules and 4 minutes used, the second fiber would not stay connected to laser unless held in place. The fiber tips were not cleaned for both fibers. The procedure was not completed. Patient outcome: "no injury". This report is for the second fiber.